Event description:
On (B)(6) 2013 the reporter contacted animas and alleged the following series of events: father took cartridge out of pump to download pump. Child was connected to pump when he replaced cartridge and screwed on the cartridge cap. Shortly after, child began to have a seizure. Parents found her blood glucose (bg) at 90mg/dl, but paramedics found it 50mg/d, five 5 minutes later. On the way to the emergency room, child was given oral glucose gel. She was not admitted, only observed and released, and is doing fine now. On review with customer technical support (cts) , dad said he actually removed "the canister" of insulin, rather than disconnecting from the infusion site. At some point he realized that was not the safe or correct procedure, but he had already placed cartridge back into pump before he disconnected from the site to reprime. Father states that there is really "no other explanation - it had to be attaching the cartridge cap while she was connected¿. Pump is not implicated. Cts educated dad on safely disconnecting pump before manipulating cartridge. Explained when cap is attached, it will cause pressure and may allow some insulin to dispense. Dad states he understands and won't make that mistake again. There is no indication of pump malfunction. This complaint is being reported as the blood glucose excursion can be attributed to use error: the father had not disconnected the patient from the pump before manipulating the cartridge.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.